Event description:
A physician reported that the tongs (tip) of an aleutian an coronal inserter became deformed during surgery. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : no product returned.

Event description:
A physician reported that the tongs (tip) of an aleutian an coronal inserter became deformed during surgery. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.